Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, the medtronic representative, received a message upon boot up that ¿an error has occurred¿. The mobile view station application would not load. Mobile view station configuration file was opened and found it had no data. The mobile view station¿s configuration file was restored from a backup usb. After reinstallation the system boots, normally. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. A review of the software logs found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system would not load configuration file. The imaging system had been booted up in the hallway. System was disconnected to move it into the or, and when it was reconnected in the room they were unable to establish communication between the mobile view station (mvs) and image acquisition system. In trouble-shooting, the imaging system the site representative attempted rebooting the system and received an error on the mvs that said "application could not load config file". Attempt to boot the system with the umbilical disconnected resulted in no change. Attempt to restart the mvs application, ctrl+alt+home did not open the tech services console. Check of the task manager and application. Exe was not in the list. The surgeon discontinued use of the imaging system. The surgery was successfully, completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.